Event description:
The pharmacist contacted lfs on behalf of the patient alleging an error 4 and error 2 message on the patient's one touch verio pro meter. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. The pharmacist did a test using another test strip and obtained an error 2 message. The alleged issue was not resolved and meter was replaced. The complaint is being reported due to the alleged error 4 and error 2 message.

Manufacturer narrative:
Follow-up #1 (12/07/2011)-device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on 11/21/2011 with the following findings: the test strips involved with this complaint were tested and found to have an error 4 issue. In addition, the sv component on the test strip was bent. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. (B)(4).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.